Event description:
It was reported that the 9800 system experienced intermittent problem with recording cini runs. Image would go black. Stop fluoro and repeat run, images may be ok. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a preventative measure reformatted drives and reloaded nodes. The system was tested and found to be working as intended and placed back into service.